Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the ventricular connector of the device was broken; wires were pinched between the halves of the case. It was also noted that the upper case was broken, and the hanger assembly and o-ring were missing. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a ventricular channel jack in need of repair. The epg has been returned to service. No patient complications have been reported as a result of this event.